Manufacturer narrative:
Product returned and evaluated. Only on pat of the frame was returned. Product found to have a broken weld at left rear lower weld.

Event description:
Provider states the facility alleges the frame is broken at the weld.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states the facility alleges the frame is broken at the weld.